Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, concurrently with hysterectomy. It was reported that patient underwent excision of eroded vaginal mesh on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced dyspareunia, adhesions, and urinary retention.

Manufacturer narrative:
In addition, the promeshunk batch number that was provided, cee061, is not a valid batch number. The file has been updated to lot number unknown.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems and vaginal scarring. (B)(4).